Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the patient has not been scheduled at this time for a catheter revision, and had not yet followed up with his pain management provider since the dye study.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: n593216005, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-nov-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (20 mg/ml at an unknown dose) via an implanted infusion pump. It was reported that the patient's pain had increased and the patient noticed a difference sometime in (B)(6) 2020. The patient's provider tried to aspirate the catheter when the patient was in for a refill and was unable to, so the patient was sent for a dye study. The radiologist was unable to aspirate either and was unable to perform the dye study. The patient was being sent back to plan and refer for a catheter revision. No surgery had been scheduled at the time of report. Regarding the environmental, external, or patient factors that may have led or contributed to the event, the representative had observed that the patient was significantly hunched over when they walked. The patient had reportedly walked like this for quite a while and it had steadily gotten worse. The representative speculated that this may have been a factor. The issue was unresolved at the time of report.